Manufacturer narrative:
The box for "required intervention" was checked in error on the initial medwatch. This part is being reported as a malfunction only, with no additional serious medical intervention required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the returned battery casing s/n: (B)(4) has been sent to the manufacturer for investigation. The investigation was performed by (B)(4) / senior service technician and (B)(4)/ complaint handling manager. To perform functional tests, the lock-ring and the housing were assembled without the glue (press fitted). Functional testing has been performed according to service manual 532.002 (se_513163 ver. Aa). Reported failure has been replicated. The following failure was identified: the lock-ring come off the housing. Glued connection of the lock-ring and the housing was not strong enough, too little glue was applied. Based on the investigation results, following failure was identified: production faulty. Repair is not possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the product has come apart during the surgery. No human patient involved. No impact in surgery as a replacement housing was used. No prolongation of surgery. This report is 1 of 1 for complaint (B)(4).